Event description:
It was reported that the patient presented with acute myocardial infarction. During the procedure, a perforation occurred in the right coronary artery which required use with a graftmaster stent. The 3.5 x 12 mm graftmaster stent was implanted; however, the perforation was not sealed. Two additional stents were implanted, but the perforation continued to leak. The physician then realized that this was an actively bleeding aneurysm which was draining into the right ventricular cavity. The aneurysm could not be sealed; however, the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.